Manufacturer narrative:
Samples were spun at 3000rpm for 15 minutes at room temperature. Qc was performing within the customers established limits on the day of the event. System checks performed on (B)(4) 2012 passed within instrument specifications. A field service engineer (fse) was dispatched on-site (B)(4) 2012 for this event and the fse verified hardware performance by completing a passing system check and a passing high sensitivity system check upon arriving at the customer site. The fse also replaced the instrument primary probe and the wash tower nozzle after visually observing some "dried material" in the wash tower nozzle. Fse continued to verify instrument hardware and reported that no specific instrument malfunctions were observed during the service visit.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding elevated psa patient results above the normal range of the assay for one patient generated by their access 2 immunoassay system that were questioned by the physician. The patient's psa results had historically been in the normal reference range of the assay. The customer reported that the patient's psa result on (B)(6) 2011 was 0.23ng/ml which was within the normal reference range. Repeat testing of the patient's sample on an alternate method produced a lower result within the normal reference range of the assay that the customer was not questioning. The customer indicated a bone scan and a cat scan were ordered on this patient. Information pertaining to the scans has not been provided to date. It is not clear whether the additional testing was ordered in response to the elevated results.